Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the 60-8018-sys full system 100 - 230 vac 50/60 hz electrosurgical unit device was being used during a left open umbilical hernia repair and orchidopexy procedure on (B)(6) 2025 when it was reported ¿patient had an unintentional small burn on the umbilical area near the incision site, from the diathermy machine on bipolar mode at 10watts.¿. Further assessment found that the patient burn characteristic was pearly white appearance of the burn with a small flap of skin on top of the burn wound on top of the umbilical incision. Epigastric area. The burn was treated with chloramphenicol antibiotic ointment. It is unknown if the cautery pencil used during the surgery was a conmed device. It was also confirmed that the system 5000 displayed an error message while in use. The procedure was completed without the use of an alternate device and there was no report of extended hospitalization for the patient or user. This report is being raised on the reported injury due to the patient obtaining an unknown degree of burn.

Manufacturer narrative:
The device was overdue for preventative maintenance. The device was not found to suffer with any device deficiency; however, front bezel damage was noted. Preventative maintenance was carried out on the device, the device was repaired, tested, and met all specifications. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and found similar repairs to this complaint. A two-year review of complaint history revealed there has been a total of 26 complaints, regarding 26 devices, for this device family and failure mode. During this same time frame 23,803 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.001. Per the instructions for use, the user is advised that dispersive electrodes and probes of monitoring, stimulating and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated or isolated at 50/60 hz. The risk of burns can be reduced but not eliminated by placing the probes as far away as possible from the electrosurgical site and the dispersive electrode. Protective impedances incorporated in the monitoring leads may further reduce the risk of these burns. Needles should not be used as monitoring electrodes during electrosurgical procedures. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the that the 60-8018-sys full system 100 - 230 vac 50/60 hz electrosurgical unit device was being used during a left open umbilical hernia repair and orchidopexy procedure on (B)(6) 2025 when it was reported ¿patient had an unintentional small burn on the umbilical area near the incision site, from the diathermy machine on bipolar mode at 10watts.¿. Further assessment found that the patient burn characteristic was pearly white appearance of the burn with a small flap of skin on top of the burn wound on top of the umbilical incision. Epigastric area. The burn was treated with chloramphenicol antibiotic ointment. It is unknown if the cautery pencil used during the surgery was a conmed device. It was also confirmed that the system 5000 displayed an error message while in use. The procedure was completed without the use of an alternate device and there was no report of extended hospitalization for the patient or user. This report is being raised on the reported injury due to the patient obtaining an unknown degree of burn.